Event description:
In 2004, the customer reported that the dual drive console (ddc) supporting a bi-ventricular assist device (bi-vad) pt had no driver pressure at the vad. The driver alarmed low pressure and low vacuum. The pt was switched to a backup driver and technical support was notified.